Event description:
It was reported by service report that the brakes are not holding. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Clevis pin and rue ring cotter pin.